Event description:
Related to MFR report # 2183959-2012-01274, 01276. It was reported that on (B)(6) 2011, the plaintiff had an ams elevate posterior graft implanted to, "treat pelvic organ prolapse and stress urinary incontinence." "Further corrective surgery." Plaintiff's attorney alleges, the plaintiff suffered "severe and permanent bodily injuries, pelvic pain, pain while standing," along with, "urinary incontinence," and "erosion of the vaginal wall and other tissues." It was also alleged, the plaintiff experienced, "inflammation of the pelvic tissue," and "significant mental and physical pain and suffering." It is also alleged that plaintiff, "has undergone corrective surgeries and may need further corrective surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.